Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that constant occlusion alarm occurred while on patient on the revel ventilator. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no issues or damage. Placed the uut onto a known good docking cradle and utilized ptprogrammer, checked on uut modules communication. Utilized the event tool to download event trace. Removed uut from docking cradle and connected a known good circuit lung and flow analyzer. Power up uut performed post (power on self-test) per subsequent operations in startup mode, passed. External power led indicator at steady green color, battery charger led indicator blinking. Event trace review on the occurrence date reported (1/31/2024). Performed circuit test ¿ passed. Cycled uut for 114.25 hours using customer settings and adjusted uut settings to run-in per manufacturing procedure ptv run-in for 5.18 hours. No inop occurred, or critical failure was recorded. Downloaded the event trace run-in. Total hours of run-in 119.43 hours. The uut was functioning normally with no issues or faults. ¿unable to verify and duplicate the reported complaint. Uut was functioning with no issues or faults. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.